Event description:
It was reported that during an unk procedure, the stapler only started up briefly means the blade moved forward and then stopped. No patient harm nor significant delay reported. Procedure finished with same like device.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 714c54. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with a gst60g reload loaded on the device and a tyvek. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 714c54, and no non-conformances were identified.